Manufacturer narrative:
(B)(4). Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The image is getting lost on the screen as the camera head moves. The green light on the camera control unit going off as you move the camera head during the surgery. They had to use a different camera system to complete the surgery. There were no adverse patient consequences reported. The procedure was extended around 45 minutes. The following additional information was received via email from our distributor affiliate on 09/03/2015; they were performing a gyneac laparoscopy procedure when the error was reported.

Manufacturer narrative:
Depuy synthes mitek has acquired (B)(4). During the acquisition process the electronic filing system has not been fully vetted to include olive medical's registration number. This is now being addressed. To meet the 30 day filing requirement this filing is being completed with depuy synthes registration number. The complaint device was returned and an evaluation was performed. The evaluation revealed the device failed when the camera head was repositioned, including drops in live video and connection issues, confirming this complaint. This complaint device was manufactured with an older revision cable (rev.9), which was updated on january 29, 2014 to improve the shielding in the cable per olive tck1 post launch change report, document number omeddrmm00026r02v01. This update to the camera head cable design includes additional shield layers to improve signal integrity along the cable length and prevent interruptions in video. No action was deemed required for product in the field with the older cable revision per document number omeddrmm00026 rev 5. The complaint device cannot be repaired with the rev 9 cable and has been scrapped accordingly. No further action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.